Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support guided the customer to remove and inspect the cartridge, finding the o-ring absent or damaged. After following guidance to clean and reload the cartridge, the issue was resolved, allowing the tubing to be filled successfully.